Event description:
Included below are some communications with alcon: so I found this article today: https://crstoday.com/articles/2016-oct/how-serious-a-problem-are-glistenings/. This shows that I am not the only one with these problems. Unfortunately, I am (B)(6) years old and still working 8 hours a day at a computer. The patients in this article are 75 and most likely retired. I have had these problems since I got the lenses in 2011. Rt eye (B)(6) 2011 lt eye (B)(6) 2011. I don't have the serial numbers that you requested, but I am sure if you contact my surgeon's office they will have it on file. (B)(6) md, inc(B)(6). I am still requesting to send a formal complaint regarding these defective and sub-par lenses. Please do what you can to help me. Product: implantable, product name: alcon iol lenses (2) product lot: sn60wf, product expiration: request: these lenses suck. I have to work at a computer every day with the fluorescent lights, it's making me crazy. The doctor says the surgery went fine and everything's fine but these visual aberrations are driving me nuts. Defective: I can see the edge of the lens, streaks, waves, and looks like I am looking thru a fishbowl. I am experiencing some weird vision ever since my cataract surgery. I am having trouble focusing my eyes, and I see many light glares/streaks. Outdoors everything is fine. Everything is bright and clear. A little glare off metal and white areas and that is it. Indoors is a different story. I see a shimmering wavy type of glare that looks like I am seeing underwater. I cannot focus when this happens, and it is happening constantly. It feels like my eyeball is nervously bouncing around in the socket, but it is not. This happens indoors with any multiple light sources: incandescent, fluorescent, computer screen, tv, while reading on paper, and any backlit signs.